Manufacturer narrative:
Approximately 80.5 cm of the catheter and tuohy needle were returned. The patient line tubing, main line tubing, drainage bag, and stopcock were also returned in their sterile pouch. The catheter was patent however it did not meet the requirements for leak testing as there was a large tear noted at the distal flow holes. It is unknown how or when this damage occurred. The catheter met the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid transection of the lumbar catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the needle, guidewire and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that during surgery for a traumatic hydrocephalus drainage operation on (B)(6) 2015, the product was found to be leaking. According to the report, a replacement product was used to complete the surgery and there was no injury to the patient.